Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021 this male peritoneal dialysis (pd) patient contacted fresenius technical support. The patient stated they were in the hospital utilizing the hospital liberty select cycler and it was not working. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On (B)(6) 2021 this male peritoneal dialysis (pd) patient contacted fresenius technical support. The patient stated they were in the hospital utilizing the hospital liberty select cycler and it was not working. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown.